Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Analysis completed on 01/27/2020 by (B)(6). Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the burnishing appears consistent with contacting the reamer handle during reaming. The scratching and deformation, indicated by the blue arrows, is likely the result of contacting other instruments. The discoloration appears consistent with oxidation. The broken post by appears consistent with a counterclockwise resistance force greater than the yield strength of the material being applied to the reamer as it is spinning in the clockwise direction, leading to brittle fracture. The counterclockwise force may have been due to bone or bone fragments providing resistance against the reamer. The deformation appears consistent with use and is likely from contacting bone and/or other instruments. The discoloration appears consistent with oxidation. All other aspects of the devices appear unremarkable. Design-related issues: the design of the modular reverse narrow reamer has been in the field since 2012. Exactech is aware of 3 complaint reports involving a broken reamer shaft since 2012. Because this device is used in total reverse shoulder surgeries, sales data for glenospheres was used to calculate an approximate complaint occurrence rate of 0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2018. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) and the risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for these cannulate reverse reamers, rmr-00007 rev a and racr-00010 rev a, was reviewed. The risk is captured, however the racr is being updated under dcrsp-20-083 to capture the appropriate harm for this hazardous situation. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr, and the racr is being updated to capture the appropriate harm for the hazardous situation. Most likely cause: the broken device reported in case (B)(4)was likely the result of applying a counterclockwise resistance force to the instrument greater than yield strength of the material and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure. 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken piece was retrieved from the patient and x-ray was used to confirm that no other parts remained in the patient. An investigation was conducted; the broken device reported was likely the result of applying counterclockwise resistance force to the instrument greater than yield strength of the material and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure.

Event description:
38mm narrow reamer was broken during reaming manually by the doctor. (Snapped into broken). Upon extracting the reamer from the patient by the kocher, the doctor observed the connection part was broken. Broken residual part was removed from the patient immediately. The doctor checked if the residual metal still remains in the patient or not, by x-ray. No other part of broken metal was not found in the or everywhere. The doctor has been using this instrument for surgeries more than 10 surgery cases, but the similar incident did not happen. Our sales rep commented there was not roughly use of the instrument by the doctor. About 20 minutes were extended by this incident. However, the patient left or stable. (B)(4).

Event description:
38mm narrow reamer was broken during reaming manually by the doctor. (Snapped into broken). Upon extracting the reamer from the patient by the kocher, the doctor observed the connection part was broken. Broken residual part was removed from the patient immediately. The doctor checked if the residual metal still remains in the patient or not, by x-ray. No other part of broken metal was not found in the or everywhere. The doctor has been using this instrument for surgeries more than 10 surgery cases, but the similar incident did not happen. Our sales rep commented there was not roughly use of the instrument by the doctor. About 20 minutes were extended by this incident. However, the patient left or stable. (B)(6) trk: (B)(4).

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Analysis completed on (B)(6) 2020 by (B)(6). Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the burnishing appears consistent with contacting the reamer handle during reaming. The scratching and deformation, indicated by the blue arrows, is likely the result of contacting other instruments. The discoloration appears consistent with oxidation. The broken post by appears consistent with a counterclockwise resistance force greater than the yield strength of the material being applied to the reamer as it is spinning in the clockwise direction, leading to brittle fracture. The counterclockwise force may have been due to bone or bone fragments providing resistance against the reamer. The deformation appears consistent with use and is likely from contacting bone and/or other instruments. The discoloration appears consistent with oxidation. All other aspects of the devices appear unremarkable. Design-related issues: the design of the modular reverse narrow reamer has been in the field since 2012. Exactech is aware of 3 complaint reports involving a broken reamer shaft since 2012. Because this device is used in total reverse shoulder surgeries, sales data for glenospheres was used to calculate an approximate complaint occurrence rate of 0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 25 units, which has been in the field since 2018. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) and the risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for these cannulate reverse reamers, (B)(4 )rev a and (B)(4) rev a, was reviewed. The risk is captured, however the racr is being updated under (B)(4) to capture the appropriate harm for this hazardous situation. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr, and the racr is being updated to capture the appropriate harm for the hazardous situation. Most likely cause: the broken device reported in case (B)(4)was likely the result of applying a counterclockwise resistance force to the instrument greater than yield strength of the material and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure. (B)(4): instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken piece was retrieved from the patient and x-ray was used to confirm that no other parts remained in the patient. An investigation was conducted; the broken device reported was likely the result of applying counterclockwise resistance force to the instrument greater than yield strength of the material and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure.